Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was hospitalized multiple times for diabetes ketoacidosis. It was also stated that the hospitalization occurred right after the customer began the insulin pump therapy the customer also reported that the down arrow button was unresponsive. Customer's blood glucose was 700 mg/dl. No additional information provided.